Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading blood samples as control solution. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 10:44 a.m., on (B)(6) 2017. The patient claimed that he tested his blood glucose with the subject meter and obtained a result of ¿115 mg/dl¿ which the subject meter flagged as a control solution test result. The patient manages her diabetes with self-adjusted insulin (type and dose of medication was not reported) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that immediately after the alleged issue occurred, she developed symptoms of feeling ¿thirst, tiredness, exhaustion and excessive peeing.¿ the patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the patient was following the correct testing procedure and that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the patient through a retest; however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.